Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 8/20/2020.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: please provide product code of the reservoir involved in the complaint => no information. Was the reservoir attempted to activate the first time? => no information. Was the anti-reflux value stuck in closed state preventing exudate from being collected in the reservoir? =>no information. Was any exudate collected in the drain? => no information. If issue was with the drain 2227 please provide details of the issue? => no information. Lot number of affected device, drain/reservoir/ or both. => no information. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during a thyroid surgery on (B)(6) 2017 the reservoir was attached to a drain. It was reported that the reservoir could not be activated, the reservoir was not swelled, and the anti-reflux valve was stuck. During the operation, hemostat material was placed near the drain. The surgeon guesses that the anti-reflux valve of the reservoir might have been clogged with the dissolved hemostat material. There were no adverse consequences to the patient. Additional information has been requested.

Manufacturer narrative:
Pc-(B)(4). Actual device returned and evaluated. The plate was activated while the inlet ports were open, and the exit port is closed, and the air was not able to enter through the inlets ports, which indicates that the duckbill valve was occluded.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot.